Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leaking sound from behind. O2 piping ring breakage. The fault occurred while checking before in use with the patient. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. No abnormalities in the appearance of the product related to the reported event could be confirmed. It was confirmed that the o-ring in the supply gas hose connector was missing. After visual testing, functional and performance testing were conducted. There was a gas leak from inside the main unit, confirming the customer's complaint. The root cause was the tube in the demand detector section coming off. At the customer's request, the product was returned to the customer without repair. The service history review identified that there was a previous leak incident (2024/03/28 ro#(B)(4). Reported. However, it was returned without repair.